Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that break fix happened.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that during the transportation process of the centrimag consoles, an instability was identified in the cart used, which created a potential risk of tipping and possible damage to the console. The request for replacement of the transport cart was processed; there was no issue with a console.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag cart feeling instable was not confirmed. The centrimag cart was not returned for analysis. Available information for this event indicates that the cart was exchanged to resolve the issue, and that no patients were associated with the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Second generation centrimag system operating manual, rev l, lists the centrimag cart as an optional accessory to the centrimag and pedimag systems. Additionally, centrimag system cart instructions for use (IFU), rev. C, instructs users to ensure that all four wheels are set in a desirable position. Users are encouraged to return any products that appear damaged. The lot number of the centrimag cart was not provided. No further information was provided. The manufacturer is closing the file on this event.